Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system. Customer's blood glucose levels were not included in the report. Product is being replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.